Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 520mg/dl. The customer has not corrected and declined troubleshooting as they are not at home. Customer indicated they will call back later. No further details given.